Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor pacemaker exhibited high out-of-range pace impedance measurements and loss of capture (loc) at routine follow-up. Lead fracture was suspected and later confirmed near the suture sleeve via x-ray. A revision procedure was later performed at which time the competitor device was explanted and rv lead surgically abandoned; a new system was then implanted on the opposite side. The patient was noted to have an intrinsic heart rate of approximately 50 bpm and exhibited no symptoms or adverse patient effects as a result of the reported clinical observations.